Manufacturer narrative:
As reported, during insertion of a large bard/davol 3dmax light mesh through an 8mm trocar, the mesh tore. It is reported that the mesh is being returned for evaluation; however at this time it has not been received. Based on the information provided to date, no conclusion can be made. To date, this is the only reported complaint for this manufacturing lot. The precautions section of the instructions-for-use (IFU) supplied with states "use an appropriate sized trocar to allow mesh to slide sown the trocar with minimal force. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the sample evaluation. The subject device was returned for evaluation. Visual evaluation of the sample finds that a portion of the mesh is torn at the edge seal. Based on the event as reported and sample condition found, root cause is user/device interface while handling the mesh and attempting to deploy the large sized mesh down the 8mm trocar. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 1383 units released for distribution in (B)(6) 2021 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a robotic left inguinal hernia repair procedure on (B)(6) 2021, when the bard/davol 3dmax light mesh (large) was inserted through an 8mm trocar, the mesh tore. The mesh was removed and the procedure was completed using a new mesh. There was no reported patient injury.

Manufacturer narrative:
As reported, during insertion of a large bard/davol 3dmax light mesh through an 8mm trocar, the mesh tore. It is reported that the mesh is being returned for evaluation; however at this time it has not been received. Based on the information provided to date, no conclusion can be made. To date, this is the only reported complaint for this manufacturing lot. The precautions section of the instructions-for-use (IFU) supplied with states "use an appropriate sized trocar to allow mesh to slide sown the trocar with minimal force. If/when the sample is returned and evaluated and/or additional information is provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during a robotic left inguinal hernia repair procedure on (B)(6) 2021, when the bard/davol 3dmax light mesh (large) was inserted through an 8mm trocar, the mesh tore. The mesh was removed and the procedure was completed using a new mesh. There was no reported patient injury.